Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the flare to be detached from the handle, and it was also noted that there is a kink in the catheter near the handle. A functional evaluation of the complaint device could not be performed due to the flare detachment. The complaint was confirmed. Manipulation of the device during preparation likely produced the kink found, which would create resistance during subsequent attempts to actuate the device. If an extra force is applied in order to extend the device, the catheter flare may separate from handle, which would prevent loop extension. The most probable root cause of the defects identified is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was to be used during an endoscopic mucosal resection procedure on (B)(6) 2013. According to the complainant, the snare would not extend from the sheath during preparation; therefore, the procedure was completed with another rotatable medium oval snare. No visible damage to the complaint device was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare to be detached; therefore, this is now considered an MDR-reportable event.